Manufacturer narrative:
Additional info has been requested. Age reported as (B)(6), unk if this was the pt's age at the time of screw breakage or age at original injury. MFR cannot be determined without a part number. MFR date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A (B)(6) male fell off a horse in (B)(6) 2008 and experienced bilateral radius fractures. He was initially treated conservatively with casting. On (B)(6) 2008, a radius plate was applied to the left radius with four locking screws in the heard and two cortex screws in the shaft along with dbx putty. Post operatively, on an unk date, four screws reportedly broke. All hardware was removed on (B)(6) 2009. This is the third of four reports for this event.